Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge due to a piece of white septum in the syringe. A new cartridge was filled to address the event. Customer's blood glucose level was 124 mg/dl.